Event description:
It was reported that balloon rupture occurred. A 3.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed, and the procedure was completed with another of the same device. No patient complications reported and the patient was in good condition.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.